Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue. The third party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device will be returned to the customer for use. The device was not returned to the customer for use.

Event description:
The customer reported that their device was only delivering a total of 1.5 joules for defibrillation energy levels at 125 joules and higher. The device was reportedly delivering normal energy levels for defibrillation energy levels under 100 joules. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The initial medwatch report indicates: the third party service agent has evaluated the device and verified the reported issue. The third party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device will be returned to the customer for use. The device was not returned to the customer for use. The initial medwatch report should indicate: the third party service agent has evaluated the device and verified the reported issue. The third party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.